Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced red heart alarms when they were connected to the pt cable during a routine clinic visit. When troubleshooting it was observed that the alarms could be reproduced by manipulating the percutaneous lead near the distal end bend relief. The vad center also noticed that the distal end bend relief was partially separated from the metal connector. When reviewing the system controller history, low speed and pump stop events were found. Additional information notes a percutaneous lead repair was completed successfully. No further issues were reported.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.